Event description:
Event description cpi received information that this bipolar lead was removed from service due to high threshold measurements and erratic r-wave sensing, the physician questioned the integrity of the lead. During the routine replacement of an implantable pulse generator (ipg) this lead was capped and replaced with a new bipolar lead.